Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's wife reported that the up button of the pt's infusion device is not working. Upon follow up the pt stated that the issue is intermittent but the button was not working at all the time of the call. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.